Manufacturer narrative:
(B)(4). Diabete mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient was throwing up and had a stomachache. The cgm was reading 47 mg/dl and based on value that was displaying, he drank some apple juice. They checked his bg which was 474 mg/dl. They confirmed with a second fingerstick and got a reading of 484 mg/dl. He tried to calibrate the device but experienced a calibration error. The patient¿s mother could not get his glucose level down, so she decided to take him to the emergency room; when his blood sugar was tested there it was 525 mg/dl. He was given continuous fluids via intravenous (IV) therapy and an insulin drip for diabetic ketoacidosis (dka) and was admitted to the intensive care unit (ICU). At the time of the report that day his bg had come down to 200 mg/dl. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.